Event description:
It as reported that since 2016, this pacemaker system exhibited an increase in the right ventricular (rv) pacing capture thresholds and high pacing impedance measurements. At the time, the cause of the elevated measurements was not determined and the system remained in service. In may 2021, the pacemaker reached elective replacement indicator (eri) and the system was re-evaluated as preparation for the replacement. The interrogation revealed this rv lead exhibited out of range (oor) impedances over 2500ohms. Nevertheless, the treating physician noted the patient had been diagnosed with arrhythmogenic right ventricular dysplasia (arvd) and it was suspected the oor electrical measurements were related to the condition. Boston scientific technical services (ts) reviewed the patients records and stated the saturated readings difficulty keeping an appropriate diagnosis of the lead performance. Additionally, ts discussed a stored episode that appeared to show noisy signals; troubleshooting options were provided and a system optimization was recommended. The pacemaker was replaced due to normal battery depletion and this lead was kept in service. The treating physician determined it was likely that the fat tissue of the patient was impacting the interface and leading to the abnormal measurements. The noisy signals were reviewed and it was confirmed that the stored episode was result of external signals.